Event description:
The customer alleged that the device spontaneously discharged at 20j during care of a patient. This symptom impacts therapy.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.